Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Customer decided to use a backup insulin pump to ensure insulin delivery was not interrupted, and they will put malfunctioning pump into storage mode before returning it. Tandem technical support confirmed shipping details and sent a replacement pump, advising customer on steps to follow upon receipt and return of problematic pump using the provided pre-paid label.